Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed through the event history. The assignable cause could not be determined because the failure code was not duplicated during the evaluation. The ail pcb (air-in-line printed circuit board) calibration was verified to be within specifications. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
During baxter investigation, it was determined through the event history that failure code 810:11 occurred on (B)(6), 2010 during delivery causing an interruption of delivery. No patient injury or medical intervention has been reported. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of ?fc 810:11.? Complaint no: (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the following information was inadvertently omitted from the previous medwatch: the reported condition of failure code 810:11 was confirmed but not reproduced. The reported condition is due to air-in-line printed circuit board (ail pcb) being out of calibration. The ail pcb (air-in-line printed circuit board) was recalibrated and verified.